Event description:
It was reported that during an attempted implant, the physician noted difficulty passing the stylet through the right atrial (ra) lead. Upon implantation in the atrium, the impedance measured was greater than 4000 ohms. The ra lead was repositioned and measurements were performed, however the same results were indicated. The physician connected the pacemaker to measure the impedance, in which the ra lead impedance still indicated greater than 3000 ohms. A possible fracture was suspected. The physician elected to remove and replace the ra lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. The inner and outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. The analyst noted the stylet was received in the lead. The stylet was removed out of lead and found it was damaged/kinked. Stylet insertion test was performed and passed using new stylet. There was no blood ingression in lumen. Visual continuity inspection performed for entire conductor length using destructive testing due to inner insulation breached with no fracture observed. The insulations breached occurred during the implant. (B)(4).